Event description:
The reporter contacted animas on (B)(6) 2014 alleging a external component issue (damaged battery cap). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: evaluation revealed that the battery cap damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.